Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that there was a decrease in the cutter speed and aspiration during anterior vitrectomy procedure. During the procedure, the surgeon noted that half way through the procedure, the infusion line had stopped functioning leading to a decrease in the patient's intraocular pressure. Due to the loss of infusion, the patient did incur a choroidal hemorrhage and vitreous hemorrhage which warranted further treatment. The surgeon brought the patient back to the operating room and performed a vitrectomy as surgical intervention. The pak was changed out and the procedure was completed. After a week of post operative visit, vision of patient was better.

Manufacturer narrative:
Corrected information provided in d4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., e.1. (Initial reporter street line 2), h.3., h.6. And h.11. Two opened probes were received, with tip protectors, in a bag, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with clear and white foreign material in the port. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. Sample 2: the sample was visually inspected and found to be nonconforming with the port and tip of the needle covered with dried white foreign material. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, reported event was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.